Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 01-feb-2017.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal removed and the syringe port of the rear housing damaged. There was no evidence of error in the event history log. The reported problem was duplicated at powerup. However, the device passed all functional tests, and the system fault was unable to be repeated during testing. The syringe port of the rear housing was found to have a crack. The device was recalibrated, and software installed as a preventive maintenance. The error was unable to be duplicated; the root cause was unknown. Preventative action was taken. A manufacturing device history record review was not performed because the pump is outside of its warranty period and the results of the complaint investigation do not indicate a problem with the repair of the device. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).